Event description:
It was reported that the patient was hospitalized on (B)(6) 2009 due to anxiety in relation to psychosocial problems. It was reported that the patient's husband wanted to divorce her and she reacted with fear, anxiety, and suicidal ideation. During the patient's hospitalization she was treated with antipsychotic medication, quetiapin. The patient recovered completely from the symptoms and was discharged on (B)(6) 2009.

Manufacturer narrative:
(B)(4). (B)(6).